Event description:
Meter name: basic enhance. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they injected too much insulin, they went into shakes because they had high test results. Their meter allegedly would prompt control after blood result message. The result on their meter was first reading 496 then later got the result of 32. Took sugar solution then got an 82. There was no comparison. Customer took some sugar solution. No further info has been reported.